Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they have to recharge their ins daily and that sometimes the ins would stop recharging as the controller would beep and say recharging needs attention. Patient (pt) stated that a lot of times however the controller wouldn't beep as recharging excellent would be indicated when recharging their ins and when they would then look at the controller to check the recharging status, the ins had stopped recharging but the controller did not beep or give any indication that recharging needed attention. Pt stated that this issue was annoying when they try recharging their ins in the mornings. Pt confirmed that there was no apparent damage to the recharger (rtm), that the rtm was not overheating/getting hot while recharging their ins and that the connection between the rtm and controller was tight. Pt also confirmed that there were no issues recharging the controller from the ac power supply. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.  Patient called stated he received the new recharger telemetry module (rtm) but he is still having the same issue with the controller going blank when recharging the ins. Patient services (pss) asked patient to inspect the pins inside and outside port of controller and patient said there is no damage. Controller charges up when plugged into the outlet and plugs in firm and tight with ac power cord. Rtm plugs in firm and tight and there is no damage on the rtm port. Controller shows ins 100%, controller 30%. Pss reviewed controller function and patient said controller stops charging. A replacement controller was sent out. No symptoms were reported. Additional information was received from the patient. Pt called back stating they were struggling on finding the magic spot to recharge their implant and pt noted one time they had to go through passive recharge mode for they actually go through passive recharge mode not only today but 3 times a month. Pt noted when they charge their implant at excellent sometimes it takes them only 1 hour and 20 minutes and other times 2.5 hours, pts controller would drain from 100% to 30% when charging the implant. Ps redirected pt to call their medtronic representative in regards to their intermittent charging to the implant. Patient repeated previously reported information and suggested product enhancements. Patient stated could not find the right area for the charging paddle. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that the implantable neurostimulator (ins) has given them problems from the start. The implant is difficult to charge at times, and on several occasions has turned itself off with more that 30% of implant battery capacity left. When the pt connects to recharge the implant, it is common for the charger/controller to stop charging for no apparent reason. Often the charger/controller does not beep or vibrate when this happens. The pt stated that they have their sound on loud and the vibrate feature on. When they restart the charge cycle, the connection is always excellent; the pt sees no reason why the cycle was stopped. The pt stated that some days it takes a long time to recharge the implant. They recharge the controller each day after their recharge cycles. The implant is usually down to the same battery capacity each day when they recharge the implant. They have learned of the proper placement and where the paddle should be. Some days the implant recharge cycle takes about one hour. Some days the process takes 2 hours or more. When they put the belt and start to charge, they move the paddle around slightly from excellent to good. Then they center the paddle in the best spot in the excellent range. When recharging, they sit on their chair and watch tv. They do not move around and the paddle does not change positions. The pt keeps a close eye on the charging process. When the implant reaches 100, it stops. Other times it takes longer than ten minutes to finish. Some days, the cycle will remake at 100% and will never show "finished". The pt reported that they had finally contacted the support personnel. A new paddle was sent to the patient so a new controller was sent out and that did not make a difference either. The pt also provided dates for when there were problems while recharging. Jun04: it finished with no beep. Jun05: they started at 40%, charged for 2 hrs and 24mins. It had stopped with no beep twice. There was no indicator when it reached 100%. They also stopped because the battery got low. Jun06: they charged for 1hr and 35 mins and it had stopped with beeps twice. Jun07: they started at 30% and it took 1hr 50 mins and it had stopped without a beep once and finished with no beep. Jun09: they had started with the ins battery in the orange, it stopped once with no beep and finished with no beep. Jun13: they started with the ins battery in the red, charged for 1hr 25mins and it had stopped with no beep 2 times. Jun16: they had started in the red, charged for 1hr 14mins, they checked the screen after 8 mins of charging and the screen was blank/locked up. They had to remove the battery. At the end, there was no stop beep when finished. Jun18: they started in the orange battery level, charged for 1hr 15mins and no stop beep when finished. Jun24: they started at 30%, took 2hr 25mins to charge, and had stopped once with no beep. Jun28: the implant was at 90%. The implant was turned off for no reason. They charged for 10 mins. Jun29: they started with the ins battery level in the red. Charged for 2hr 20mins. The charger turned off twice with beeps. The charger was reading excellent on restart. Stopped charging at 80% - the charger battery was low. They had tried moving the paddle during charge to verify the best position.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they did not feel their manufacturer's representative explained the cause of the charging process stopping. No reason was provided for the lack of beeps when charging ended. The recharging issues were not resolved and no further steps were given. No reason was given for the implant turning off on its own, and no further steps were given to resolve the issue. No steps were taken to resolve the controller locking up on occasion, and the issue was not resolved. The pt was still not satisfied with the implant. The pt saw no reason for the charging process to stop, and when they restart charging it restarts as "excellent" and that the paddle was already in the good spot for charging. They inquired why the charger beeps sometimes when stopping and sometimes it did not beep. Pt could understand the controller locking up on a rare occasion, but theirs locked up maybe once every two months and required removed/reinstalling the battery to continue.